Manufacturer narrative:
The t:slim g4 pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded the cartridge with 80 units of insulin and received a minimum fill message. Customer had elevated blood glucose levels reaching over 400 mg/dl. Customer addressed elevated bg levels with manual injections. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin therapy.